Event description:
Patient reported obtaining back to back blood glucose results of 269 mg/dl and 96 mg/dl on the compact plus system. Patient did not indicate if any action was taken based on these values. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement was shipped.